Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hypoglycemia [hypoglycaemia] blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l [blood glucose fluctuation] error in pen memory [device information output issue] patient injected tresiba twice within short time period [extra dose administered] almost never gets blood glucose into the optimal range (under 10) [blood glucose abnormal] case description: this serious spontaneous case from finland was reported by a consumer as "severe hypoglycemia(severe hypoglycemia)" beginning on (B)(6) 2026 , "blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation)" beginning on (B)(6) 2026, "error in pen memory(device image display error)" beginning on (B)(6) 2026 , "patient injected tresiba twice within short time period(extra dose administered)" beginning on (B)(6) 2026 , "almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal)" with an unspecified onset date and concerned a 480 months old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , fiasp (insulin aspart 100 u/ml) (20-30 units a day) from unknown start date for "type 1 diabetes, tresiba penfill from unknown start date for "type 1 diabetes the patients height, weight and body mass index were not reported current condition: type 1 diabetes (duration not reported). Concomitant medications included - novopen echo plus (insulin delivery device). Treatment medications included - glucagen hypokit (glucagon 1 mg/ml), glucose lozenges. Since an unknown date in (B)(6) 2026 patient had error message repeats in three novopen echo plus pens often. The messages have disappeared after the next injection, but the error appears frequently. Patient had 2 red pens and 1 blue. Due to the patient's health condition, the patient has several pens and easily misplaces them. Patient does not know the exact dates the pens were first used but the pens have been taken into use within the last two years. Due to the patient's health condition, it is difficult to handle matters and the patient cannot verify when the pens were exactly first used. The patient also has a fourth pen (blue), which has likely been taken into use after the last start of use date ((B)(6) 2024), but this pen likely works normally. According to the li-brelink app it is, however, likely the pen with details lot mvg9a71, pen aa6udq blue pen has been taken into use before (B)(6) 2024 has the problem along with 2 red pens. They had transferred injection data to the librelink app, iphone on (B)(6) 2026 patients blood glucose (blood glucose) dropped to 3.1 mmol/l causing hypoglycemia, which is very low for the patient as the patient gets hypo symptoms already at 4.7 mmol/l. Had called the emergency number, but an ambulance was not sent. Managed to raise the blood glucose to 21 mmol/l by glucagen, but then within a couple of hours I had new hypoglycaemia below 3 mmol/l, which in turn was treated with glucose lozenges. Blood glucose kept going back and forth. Had injected long[?]acting tresiba twice within a much shorter time than 7 hours, as the patient had not seen the previous injection on the pen. The patient has never had such a severe hypo episode before from an unknown date, patient has poor treatment balance and almost never gets blood glucose into the optimal range, meaning under 10. It was reported patient experienced the same medication error in the past, but it had never led to such severe hypoglycemia before, but as here, the hypoglycemia has not come on slowly and had not only seemed to come from my long-acting insulin (tresiba), but from the rapid-acting insulin (fiasp) injected during the current day. Its effectiveness seems to be many times higher than normal if you have injected tresiba again within less than 7 hours of the previous injection. Product received in the original packaging medication error occurred since patient couldn't check a single previous dose on the pen due to a malfunction. Patient probably injected a once-daily long-acting insulin twice. Simply injecting this insulin a second time has not led to hypoglycemia, but it seems to make the rapid-acting insulin (fiasp) worked many times more effectively for the next 24 hours. Batch numbers: novopen echo plus: pvgew19-2 novopen echo plus: unknown novopen echo plus: mvg9a71-2 fiasp: has been requested tresiba penfill: unknown action taken to novopen echo plus was reported as not applicable. Action taken to novopen echo plus was reported as not applicable action taken to novopen echo plus was reported as not applicable action taken to fiasp was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "severe hypoglycemia (severe hypoglycemia)" was recovering/resolving. The outcome for the event "blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l (blood glucose fluctuation)" was recovering/resolving. The outcome for the event "error in pen memory (device image display error)" was recovering/resolving. The outcome for the event "patient injected tresiba twice within short time period (extra dose administered)" was recovering/resolving. The outcome for the event "almost never gets blood glucose into the optimal range (under 10) (blood glucose abnormal)" was not reported. Reporter's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : probable blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : probable error in pen memory(device image display error) : probable patient injected tresiba twice within short time period(extra dose administered) : probable almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : probable company's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : possible blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : possible error in pen memory(device image display error) : possible patient injected tresiba twice within short time period(extra dose administered) : possible almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : possible reporter's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : probable blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : probable error in pen memory(device image display error) : probable patient injected tresiba twice within short time period(extra dose administered) : probable almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : probable company's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : possible blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : possible error in pen memory(device image display error) : possible patient injected tresiba twice within short time period(extra dose administered) : possible almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : possible reporter's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : probable blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : probable error in pen memory(device image display error) : probable patient injected tresiba twice within short time period(extra dose administered) : probable almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : probable company's causality (novopen echo plus) - severe hypoglycemia(severe hypoglycemia) : possible blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : possible error in pen memory(device image display error) : possible patient injected tresiba twice within short time period(extra dose administered) : possible almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : possible reporter's causality (fiasp) - severe hypoglycemia(severe hypoglycemia) : probable blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : probable error in pen memory(device image display error) : unknown patient injected tresiba twice within short time period(extra dose administered) : probable almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : probable company's causality (fiasp) - severe hypoglycemia(severe hypoglycemia) : possible blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : possible error in pen memory(device image display error) : possible patient injected tresiba twice within short time period(extra dose administered) : possible almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : possible reporter's causality (tresiba penfill) - severe hypoglycemia(severe hypoglycemia) : probable blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : probable error in pen memory(device image display error) : unknown patient injected tresiba twice within short time period(extra dose administered) : probable almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : probable company's causality (tresiba penfill) - severe hypoglycemia(severe hypoglycemia) : possible blood glucose fluctuation between lower than 3 mmol/l and 21 mmol/l(blood glucose fluctuation) : possible error in pen memory(device image display error) : possible patient injected tresiba twice within short time period(extra dose administered) : possible almost never gets blood glucose into the optimal range (under 10)(blood glucose abnormal) : possible.